Manufacturer narrative:
One used list number 123390488 primary plum set was received for investigation. As received, the air filter on the vent plug juncture was wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The customer reported leakage on the filter vent of the device with the vent cap closed during infusion. Although there was patient involvement, there was no human harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. (B)(6).